Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was not able to enter/search patient and not able to get medication from the pyxis, the order was not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was not able to enter/search patient and not able to get medication from the pyxis, the order was not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was temporarily placed on a profile. A technical support specialist (tss) connected to the station and identified that it had been placed on a "non-temporary profile". The customer reported that they were unable to retrieve medications from the pyxis, as patient orders were not crossing over. When asked for sample patient orders, the customer was unable to provide specific information at that time. It was mentioned that they would later deliver medications directly to the unit and planned to remove the "non-temporary profile" from the station. If the issue persisted, the customer intended to call back and provide the necessary order details for further investigation. The system functioned as intended after the technical support specialist resolved the issue of the device.